Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's dialysis center and spoke with the nurse who is very familiar with the patient's case. The nurse stated that in (B)(6) 2010 the patient had frequently disconnected herself at the patient line in the middle of the night during therapy, causing air in the line and an alarm to sound on the home choice (hc). The nurse stated that the patient has had no injuries or need for medical attention from the incidents, and continues to receive peritoneal dialysis therapy with the hc cycler to date. The nurse stated the supplies would have been discarded after therapy, and did not know the lot number or the date of shipment delivery. No allegations were made against any of the patient's dialysis products. The device discarded.

Event description:
The customer contacted baxter's (B)(4) regarding a check patient line alarm which occurred on the homechoice during initial drain. The registered nurse (rn) reported a lot of air in the patient line. The tsr recommended rn start over with new supplies and assisted with ending therapy early. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information becomes available.